Manufacturer narrative:
Date sent: 6/15/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that the device would heat and burn the tissue but not cut. It is unknown what type of procedure was being performed. The instrument was replaced and the case was completed without any patient consequence.